Manufacturer narrative:
A review of manufacturing records could not be performed as a definitive lot/serial number was not provided by the complainant. The bioglue afmea and dfmea were reviewed. The reported events are addressed. No sample was returned for investigation, and a device history record (DHR) review was unable to be performed since the lot number was unknown. This complaint reports adverse events (ae) identified in literature and does not specify potential causes of failure. Due to the limited information and unknown time to events, it cannot be determined if the reported events are directly related to bioglue. As such, no risk occurrence analysis was performed in this report. Paper reported a study on a ¿neomedia¿ technique for type a dissection repair. While placement of felt in the dissection pocket, is not contra-indicated, this technique is not endorsed by IFU. 8 / 91 patients in this study had bioglue used during procedure. 22 total reoperations were reported over follow up, with no reoperations described specifically as occurring in patients with or without bioglue. Reasons for reoperations given were aortic insufficiency and aortic aneurysm. There is insufficient evidence to determine a definitive root cause of aortic insufficiency or aortic aneurysm in patients who required reoperation. No sample was returned to artivion for evaluation and no pathology or medical records were available for review. It is also unknown bioglue was used properly during the procedure. Bioglue is indicated for repair of aortic dissections, if used according to IFU. Reoperation for various reasons post aortic repair have been reported in the literature. If bioglue was contributory to the repair failure, it can be considered as a ¿failure of bioglue to adhere¿ and is listed as a potential adverse event. This is not an unexpected event. This case does not show a new adverse event related to the use of bioglue. The reported events will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
Publication titled polytetrafluoroethylene felt inlay neomedia and tissue glue do not prevent reoperation in type a aortic dissection, "states that miazza et al 2024 retrospective study for surgical repair of acute stanford type a aortic dissection involving the aortic root with the objective to compare outcomes of tissue glue only versus ptfe felt inlay + tissue glue for proximal aortic repair in type a dissection. Treatment modality control group (cg): tissue glue only (bioglue or french glue) intervention group (ig): ptfe felt inlay + tissue glue (bioglue or french glue) study design type: retrospective, single-center, observational cohort period: (B)(6) 2011 ¿ (B)(6) 2015. Ethics: approved by local committee; consent waived analysis: inverse probability of treatment weighting (iptw) and competing-risk regression total sample size included: 91 patients cg: 66 (73%) ig: 25 (27%) safety outcomes in-hospital mortality: cg: 14% (n=9) ig: 0% (n=0) (p=0.06) overall mortality at follow-up: cg: 30% ig: 20% (p=0.43) performance outcomes primary endpoint: reoperation on proximal aorta during follow-up cg: 12% (n=8) ig: 40% (n=10) (p=0.006) hazard ratio for reoperation (felt vs no felt): before iptw: 10.7 (95% ci: 2.28¿50.2) after iptw: 8.38 (95% ci: 1.63¿43.0) adverse events reoperation reasons: aortic insufficiency, pseudoaneurysm, or aneurysm glue type effect: no significant association with reoperation risk (bioglue vs french glue) study conclusions use of ptfe felt inlay combined with tissue glue did not improve outcomes and was associated with a 10-fold higher risk of reoperation compared to tissue glue alone. No mortality benefit observed. Possible adverse interaction between ptfe, glue, and aortic tissue suspected. Note: the authors, as noted above, published that they contacted artivion and someone reported we were not aware of this incident and mention contraindication. Quoted: "moreover, according to the manufacturer, bioglue is not specifically designed for a concomitant use with pfte. This combination is, however, not listed as a contraindication. On request, the company declared not to be aware of any adverse interaction of bioglue with ptfe." This investigation concerns an unknown serial number with a reported issue involving bioglue and ptfe.